Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient, non-surgical candidate, undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. However, after initiation of support, flows were unable to go above 1.8 liters per minute. The motor current noted to have a spike and then was noted to be flat with the pump appearing to be in proper position. The decision was made to explant and replace with a new impella cp device. The patient remained hemodynamically stable with no harm as a result of the event.

Manufacturer narrative:
The investigation of low pump flow has been completed. Low flow occurred when pump started with motor current (mc) spike and flat. Pump was removed after 6 minutes of support. Data review: data logs confirmed the failure mode and clinical narrative. Logs showed after pump started, mc spiked followed low flow that triggered auto suction response & suction alarms. This event remained to the rest of the case. Product was not returned for review. Based on clinical description and data review, the root cause of low flow was most likely biomaterial ingestion.